Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system by technical services (ts) noted that shock impedance measurements had gradually increased to the out-of-range level. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. The last name of the health care professional (hcp) is not known as the hcp opted not to provide their last name.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Review of stored device data in the remote home monitoring system by technical services (ts) noted that shock impedance measurements had gradually increased to the out-of-range level. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. The last name of the health care professional (hcp) is not known as the hcp opted not to provide their last name.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.